Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump experienced and off no power. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
Blank display due to battery tube connector unlocked. Unable to verify off no power alarm or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Battery tube connector was re-plugged and pump passed the stop current and run current test. The insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.